Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02349 and 2134265-2015-02350. It was reported that a vessel dissection occurred. Access was obtained via the radial artery. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.50x20mm balloon and then a guidezilla guide extension catheter was utilized to aid in delivering a 3.50x16mm promus premier stent. The stent was successfully deployed; however, the physician noted a possible distal edge dissection beyond the stent. It was decided to place a 3.0x16mm promus premier stent to cover the dissection flap; however, upon attempting to advance the stent delivery system (sds), the physician noted some resistance at the proximal portion of the previously placed stent. When attempting to remove the sds from the guidezilla, the physician felt further resistance and under angiography it was discovered that the stent had separated from the stent delivery balloon. The dislodged stent was located at the tip of the guidezilla and the sds had been withdrawn into the guidezilla. The physician was able to advance a balloon catheter through the dislodged stent, partially inflate the balloon and remove the stent from the vessel, withdrawing it through the radial artery. When the guidezilla was removed, the physician noted that the distal tip of the device was partially ¿involuted¿. The dissection was treated and the procedure was completed. No additional patient complications were reported and the patient was discharged from the hospital in stable condition.